Manufacturer narrative:
.

Event description:
The pt was hearing a beeping from the area of his pump, but did not know what it meant. The pt began to experience symptoms including lightheadedness, hallucinations, profuse sweating, vomiting and diarrhea, upset stomach, pain in his entire body, and he also claimed to smell ammonia. The pt was seen by the hcp for suspicion of food poisoning and was given amoxicillin. The pt's symptoms continued to worsen and he was admitted to the hospital through the ER. The hcp determined that the pump had reset itself to a "safe state" and its programming was "lost". The pump was subsequently reprogrammed with a lower dosage and the pt recovered quickly. Over the course of a week, the pt's pump was increased to his initial dose. Currently, the pt indicated that he is still not feeling "right". He stated his thought process and memory seem to have been affected. The drug contained in the pt's pump was morphine and bupivicaine (unk concentration/dose).